Manufacturer narrative:
The lvad was returned to the MFR for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was admitted to the hospital on (B)(6) 2013 with evidence of hemolysis on labs. He was treated with medication and his levels decreased. His levels rose again and the hospital tried another medication, but his levels rose rapidly, requiring re-initiation of i.v. Therapy. The patient received a pump exchange on (B)(6) 2013.